Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2021 to replace an existing third party system. At the time of the original implant, the patient was issued two tined lead kits as well as the implantable pulse generator. On (B)(6) 2022 a surgical revision was performed in which the patient was issued a replacement tined lead kit.

Manufacturer narrative:
Revision information was not made available to nalu and the reason for the revisions is unknown. Review of records found one additional surgical revision procedure was performed in (B)(6) 2022. The second surgical revision was reported to the FDA per MDR 3015425075-2023-00175. Patient also had one instance of a warranty replacement for external therapy discs. No other records of complaints or procedures for this patient have been identified.